Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. The customer indicated that the devices regained connection. No additional patient information was available.